Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-jul-2025. Investigation summary: bd received one used sample and 67 unused samples for investigation. The used sample was evaluated by visual examination and the indicated failure mode for sleeve side piercing/recovery with the incident lot was observed. Out of the 67 unused returned samples, ten samples were randomly selected and draw tested for sleeve function using ten tubes per needle. All samples passed functional testing as no sleeve leakage or side piercing was identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing/recovery. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the sleeve did not return properly resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the sleeve did not return properly resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) health management center. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.